Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received a failed battery test. Customer¿s blood glucose was 100 mg/dl. Customer stated that insulin pump alarm is not cleared the failed battery test alarm will reoccurred with each new battery inserted. Customer also stated that the insulin pump alarmed after battery change and able to clear the alarm. Customer stated that they did not received a request to rewind pump. Insulin pump was not alarmed at time of call. Customer stated that the batteries were out of insulin pump greater than duration allowed by the insulin pump. Customer troubleshooting was performed for failed battery test alarmed and declined to troubleshoot for blank display. Customer advised to that they insulin pump will need to be replaced and to revert to back up plan. Product will not be returned for analysis.